Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/3 tlif disc dissection and instrumentation. The patient had medical history of diabetes. It was reported that after inserting the cage, an attempt was made to expand the cage with the inserter driver, but the screwdriver could not be properly engaged and could not expand. The physician decided not to re-insert the cage and leave as it is because the patient had alot of bleeding. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
A3a: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h11 radiographic image review: the ap x-ray of l2-l5 fusion was provided. Multi-level interbody graft is present. Lateral view of same was provided. The l2-3 interbody graft appears unexpanded as described. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.